Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. On (B)(6) 2025, the patient reported pain in the lower limb. A CT scan confirmed an occlusion in the ipsilateral leg of the trunk device. On (B)(6) 2025, a thrombectomy using a fogarty catheter was performed. Because a portion of the ipsilateral leg of the trunk device appeared to be kinked, an additional stent graft was implanted in this site. The procedure successfully completed. Physician¿s comment: intraoperative angiography revealed no abnormalities in blood flow. The ankle-brachial index (abi) on the day following evar had decreased by only 0.08 compared to the preoperative value (pre-op abi: 1.13; post-op abi: 1.05). The patient was taking bayaspirin, and there were no concerns about leg occlusion at that time. It is unclear whether the cause was the use of a non-gore leg device on the contralateral side or a shift in the thrombus. The exact cause remains unknown.